Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose value was 136 mg/dl. Customer reported a few hours ago and put in a new battery and it did not work and then got a dead battery and then screen went black and blank. Customer stated that they inserted a battery and got a failed battery test also spring was damaged and corroded. Customer did not receive failed battery test. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted.